Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed a torn top web (label) from reference number 381534. Also seen in this photo was a pink winged adapter and a catheter intact with the wedge. Even without the actual sample, it is extremely unlikely for the defect to originate on the user side as properly swaged catheter is difficult to remove from the adaptor without a considerable and intentional force. The reported issue was confirmed. The evidence provided confirms this to be a manufacturing process issue. Bd is continuing to further investigate this type of reported issue through CAPA#1461582. No related quality issues or process deviations were found during review of the DHR.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter pulled out of the patient. This was discovered during use. The following information was provided by the initial reporter: material no.: 381534, batch no.: 9325479. It was reported upon retraction of needle the entire catheter pulled out of the patient with it. Photo displays catheter separated from hub.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter pulled out of the patient. This was discovered during use. The following information was provided by the initial reporter: material no.: 381534, batch no.: 9325479. It was reported upon retraction of needle the entire catheter pulled out of the patient with it. Photo displays catheter separated from hub.